Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away due to acute myocardial occlusion. It was stated that the customer was wearing the insulin pump at time of death. It was stated that the infusion set and reservoir worn at the time of death was discarded. Advised the wife that a functioning battery must be kept in the insulin pump in order to retain stored data. No further info was provided.